Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2008. It was reported the pt wanted the ipg site moved. The pt reported the site was too low on her body and was sore. In addition, the pt reported having problems charging the ipg. The pt was to set up an appointment with her physician regarding the ipg pocket site issue.